Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a y-type irrigation set was observed with red particulate matter in the fluid pathway (drip chamber). The reporter stated that the particulate matter was found during priming. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the sample for evaluation out of the pouch. Visual inspection showed a red particle in the drip chambers. Microscopic inspection showed that the particles appeared to be a piece of flash from the red tip protector. The cause was determined to be due to a manufacturing issue. As part of the corrective actions the supplier will be notified, operators will be made aware of the issue, and a new method will be implemented. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.